Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal to treat the patient¿s left great saphenous vein (gsv). The patient presented redness, inflammation and lesions along the treated segment of vein. This was apparent as an infection rather than a hypersensitivity response. Patient had previous limb treated without response. Sterile technique correct. The physician due to culture the drainage from the lesions to see what if any colonization was present and adjust antibiotic accordingly. Patient prescribed antibiotic via an infectious disease physician. The patient is not experiencing pain. Physician will provide updates to see if condition resolves. If condition does not resolve over times, vein explant may be necessary.

Manufacturer narrative:
Additional information: no further information is expected for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: one image received from customer shows redness and inflammation of the patient left leg. On the patient left leg, there is redness on the patient thigh and at multiple location of the patient leg. If information is provided in the future, a supplemental report will be issued.